Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer used cold insulin to load cartridge. No impact to the customer¿s blood glucose. Issue occurred in past therefore troubleshooting could not be performed.